Event description:
It was reported that the prong of the inserter guide broke off and resulted in a delay of 30 minutes or greater. The patient outcome was reported to be "ok".

Manufacturer narrative:
A visual examination confirmed the reported event. The "prong" of the inserter which aids in securing the implant to the instrument was broken off. The manufacturing records were reviewed finding two dmrr's unrelated to the functionality of the device; no other anomalies were found in the documentation. The probable underlying root cause for the damage is instrument fracture due to loss of mechanical integrity during usage of the device since manufacturing in 2008.